Manufacturer narrative:
An event of moderate perivalvular leak with congestion, experiencing dyspnea and fatigue after four years of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with a severely calcified aortic annulus, but could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - portico ide (B)(6). It was reported that on (B)(6) 2019, a 27mm portico valve was implanted in a patient. On (B)(6) 2023, the patient had moderate perivalvular leak with congestion on echocardiogram. The patient was experiencing dyspnea and fatigue. The patient was treated with bumex intravenously until 10lbs were lost before discharged. The patient is reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.